Manufacturer narrative:
The table complies with iec 60601-1:2005, clause 9.2.2.5 (continuous activation). Table movement is in the operator¿s field of view, movement requires continuous activation of foot switch, and estop is provided. The emergency stop switches can stop any movement of the system. The foot switch is physically separated from the pinch point, preventing an operator¿s foot from reaching both simultaneously. During this event, two of the patient¿s relatives were carrying the patient onto the CT table. The cause of the injury was due to the first relative (1) accidentally stepping on the table elevation foot switch, initiating table movement, and (2) not understanding how to stop the motion before the second relative¿s foot was broken. If a properly trained operator accidentally steps on the foot switch, and another person has his/her foot under the table, the operator can stop the table before injury occurs by releasing the foot switch because the operator understands the function of the foot switch. The system requires that only properly trained, fully qualified personnel are authorized to operate the equipment and unauthorized personnel should not be allowed access to the system.

Manufacturer narrative:
Ge healthcare¿s investigation of the reported event is ongoing. A follow up report will be submitted when the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter data not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while two family members of the patient were carrying the patient from a bed onto the CT table to do the exam, one patient family member accidentally stepped on the foot switch, causing the table to drive down. At the same time, while the table was being driven down, the other patient family member put his foot under the table and pinched his foot. His foot was fractured. Initial investigation has revealed no device malfunction.